Manufacturer narrative:
Device is a combination product. A 3.50 x 12mm synergy stent delivery system was returned for analysis. The device did not appear to have been dislodged from its crimped position as per alleged complaint. An examination (visual and via scope) of the crimped stent found stent damage. Stent strut rows from mid to distal end of the stent were pulled distally over the distal balloon cone the undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination (visual and via scope) found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft.: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. A 12mmx3.50mm synergy ii drug-eluding stent was inserted into the patient but a stent dislodgement occurred and the stent was not implanted. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. A 12mmx3.50mm synergy ii drug-eluding stent was inserted into the patient but a stent dislodgement occurred and the stent was not implanted. The procedure was successfully completed with a different device without issue or patient injury.